Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: 00975511 case subject: npi 8100 check IV set display error. Account name: pennsylvania hospital corporation account #: 1590700 asset name: 8100 pump module 9.17.0.22 asset location: contact: connor hunkins contact email: contact phone: (215) 829 7667 contact mobile: patient or user involvement: no patient or user harm: no case description: customer receives a "check IV set", display message on 8100 (s/n (B)(4)). Failure device type: failure problem type: failure mode: case resolution: customer recognizes display error message "check IV set", on device 8100 (s/n (B)(4)). Explained problematic fault to the pressure sensors on the device. Assisted customer to isolate problem to the bottle-side pressure sensor. Customer edited task analog sensor to system maintenance. Voltage reading @ 4.99v (bottle-side sensor). Suggested to customer to repair/replace the bottle-side sensor. Informed customer, if any further concerns and/or issues to give a call back. End call.